Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient reports feeling poorly. The patient reports while wearing the pod for longer than 48 hours their blood glucose level had rose to 220 mg/dl. Once at the hospital the patient had blood work performed. The patient was treated with intravenous fluids. The patient reports their blood glucose level was 144 mg/dl after treatment from the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.